Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to code his onetouch ultra meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 9:30am. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. However, the patient denied taking any action in response to the reported meter issue and subsequently, the patient reportedly developed symptoms of dry mouth and shaking an hour later. The patient, however, denied receiving any form of medical intervention after the alleged issue began. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.